Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual inspection. No product was returned for analysis, and the provided photos were of final xen 45 gts label and package. The cause could not be evaluated with the photos provided.

Event description:
Healthcare professional reported it was hard to push for slider against the xen®45 gts. There was no patient contact. Surgery was completed with another xen®45 gts.

Manufacturer narrative:
Device evaluation: functional evaluation was not possible as the device was returned with a severely bent needle. The reported complaint cannot be verified.

Event description:
Healthcare professional reported it was hard to push for slider against the xen®45 gts. There was no patient contact. Surgery was completed with another xen®45 gts.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported it was hard to push for slider against the xen®45 gts. There was no patient contact. Surgery was completed with another xen®45 gts.